Event description:
It was reported that the rear rotation knob is breaking down and unable to lock into the appropriate clock position. There have been no patient consequences reported. The breast biopsy was completed using thumb wheel on the disposable.

Manufacturer narrative:
Date sent: 05/20/2008. Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the analysis site due to the rear rotation knob is breaking down and unable to lock into appropriate clock position. The analysis site confirmed the customer complaint and found the holster had a bent port shaft causing the rear rotation knob not to lock into position. To correct the customer complaint, the analysis site replaced the port shaft and coil pin. The blue and green cables were replaced due to they were stretched and not able to pass the calibration test, the electrical cable was replaced due to it would not stay in the control module, and the e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.